Event description:
It was reported that the cardiosave intra aortic balloon pump had gas loss failure alarm while on a patient. The proecedure was interrupted and hospital staff swapped the unit with other one. There was no injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: b4, g1(contact person-mfg site), g3, g6, h2, h3, h6-(type of investigation code, investigation findings code, investigation conclusion code component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the upper panel assembly and the pneumatic module assembly. The fse also completed part replacement for the safety disk, tidal disk, mufflers and scroll compressor for hours and usage. The unit passed all functional and safety tests.

Event description:
N/a.